Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The sapien 3 valves (unknown) were not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The complaint for unknown regurgitation was unable to be confirmed due to unavailability of relevant imagery and/or medical report. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien family valves (sapien/sapien xt/sapien 3) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Per the event details, the valve was implanted between 2014 and 2020; however, the exact implantation date was unknown. In additional, the valve serial number, model and used of delivery system were also unknown, so the exact IFU was unable to be determined. As reported, "six of group 1 cases (patients that had free pulmonary regurgitation with a native large and aneurysmatic rvot without any stenosis after intervention) developed significant regurgitation within a median of 6 years, and all of them underwent a re- ppvi." Per the instructions for use (IFU), valve regurgitations (including paravalvular leak (pvl) and central regurgitation) are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, due to insufficient information provided, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report numbers. This report is 1 of 4 being submitted for this complaint. Reference 2015691-2023-15042, 2015691-2023-15049 and 20215691-2023-15052.

Event description:
As reported through a review of symposium from the pediatric and congenital interventional cardiovascular society, 'percutaneous pulmonary valve implantation with sapien valve: mid-long-term results'. A single-center study between 2014 and 2020, 144 patients underwent a sapien valve implantation. This complaint is for six cases that had free pulmonary regurgitation with a native large and aneurysmatic rvot without any stenosis after intervention developed significant regurgitation within a median of 6 years (3-7 years), and all of them underwent a re- percutaneous pulmonary valve implantation.

Manufacturer narrative:
The type of thv valve is unknown; however, the possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. The investigation is ongoing. H3 other text : the valve remains implanted in the patients.